Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 100 units then jumped to a value of 60 units and remained static. Reportedly, the customer was not performing the proper air removal technique. The customer's blood glucose was in the 120's mg/dl. Reportedly, the customer loaded a new cartridge onto the pump.